Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with the pump which cause the insulin delivery to be suspended. To resolve the issue, a cartridge change was performed. Blood glucose level was over 600 mg/dl. A supply change was performed and insulin delivery was resumed.